Event description:
A journal article was reviewed that contained information regarding this device. The device showed undersensing. The device was reprogrammed and remains in use. Of note, the patient underwent successful and uncomplicated radiofrequency ablation. Additional information was received from the author who indicated that the device check was "indeed satisfactory" and the patient recovered completely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "pacing mode and minimizing ventricular pacing." Pace pacing clin. Electrophysical. (B)(6) 2012;35(12):1509-1511.